Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. In addition, it was reported that the customer experienced a low blood glucose level of 49 mg/dl. The cause of the low bg was unknown. Reportedly, the customer consumed carbohydrates to address low bg. The customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Event description:
It was reported that the pump battery could not be charged. There was no reported impact to the customer's blood glucose level due to this reported issue. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Remove code 1912, 4613 and add code 2199, 4582.